Event description:
Patient reported obtaining a blood glucose result of 470 mg/dl, while using the suspect device. Based on this result, patient reportedly sought treatment at a hospital. Patient indicated that, upon arrival in the hospital, she was given an insulin injection before her blood glucose had been tested. Patient stated that, after the insulin was administered, her blood glucose measured 60 mg/dl, on a hospital blood glucose monitor. Patient stated that she immediately retested, using teh suspect device, and obtained a result of 411 mg/dl. Based on the result obtained on the hospital instrument, and having received an insulin injection, patient was was given a few meals and kept at the facility for observation. Patient noted that she was released later in the evening. Quality control testing had not been performed on the device. Technical support requesated the return of the suspect product and replacement product was shipped.